Event description:
It was reported that the patient developed pocket infection. The pulse generator and the leads were explanted and the patient was given a temporary pacing system until the healing of the infection. A new pacemaker system was implanted on (B)(6) 2017. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.